Event description:
During the routine follow-up of the device involved in this report, a ventricular tachycardia recorded episodes that only showed the atp therapy, but the onset of the arrhythmia was missing.

Manufacturer narrative:
January 18, 2010. This event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. (B)(4).